Event description:
A report was received that a patient was explanted. The ipg was working properly, however, it was bulging in the patient's skin making it uncomfortable for her. The physician explanted the patient's ipg and lead, and lead extension. The patient is reportedly doing well.